Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remained in the patient. (B)(4).

Event description:
Treatment of a left ica (internal carotid artery) p-comm (posterior communicating artery) sidewall aneurysm measuring approximately 10 mm to 12 mm. During pipeline deployment, it was reported that the pipeline did not release from the capture coil. The marksman catheter was manipulated in order to release the pipeline from the capture coil without success. A decision was made to retrieve the pipeline; however, the rest of the pipeline deployed with the distal end still stuck in the capture coil upon retrieval. An attempt to release the pipeline from the capture coil was made with a balloon also without success. Failed attempts to retrieve the pipeline were made with a solitaire, microvena snare, and alligator retrieval device were made. The pipeline was eventually pulled proximally with the microvena snare and covered the aneurysm. The entire pipeline system was left in place with the distal end still stuck to the capture coil. Subsequently, the patient expired on (B)(6) 2013.